Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Concomitant products: mentor memorygel breast implant, catalog # 3503751bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with a 375cc smooth mentor memorygel breast implant and experienced postoperative right-sided capsular contracture baker grade unknown, confirmed by a physician. Patient had an open capsulotomy on the right side without implant replacement in (B)(6) 2015 and again in (B)(6) 2015 due continued capsular contracture deformity and internal dimpling. Patient had bilateral mastopexy in (B)(6) 2016 but continued to experience right-sided deformities due to capsular contracture, including flattening in inferior aspect and banding of lower right breast. As a result, the patient underwent explantation and replacement with mentor memorygel breast implant, right side 300cc catalog # 3503001bc and serial # (B)(4) and left side 325cc catalog # 3503251bc, and serial # (B)(4) on (B)(6) 2019.